Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7090366.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. Explanted device will not return due to facility policy. No additional adverse patient effects were reported.